Event description:
The device was implanted on 10/14/96 for infusion of fudr through the gastroduodenal artery. On 3/26/97, the physician contacted a MFR nurse and reported that a post-operative hepatic arterial perfusion study (haps) was performed which showed perfusion to both lobes of the liver. The right replaced artery was ligated during surgery. On 3/21/97, an arteriogram was obtained on the pt and revealed there is collateral circulation from the left side of the liver to the right side of the liver. The tumor in the left liver lobe has shrunk; however, the tumor in the right lobe has increased in size and is now approx 2cm. The MFR nurse inquired if the physician thought the tumor was impinging upon the arterial circulation; however, the physician did not think that was the case and felt this could be a surgical issue. The MFR nurse supplied the physician with the number of two physicians he could contact for consultation concerning this matter and suggested he contact the MFR if he is unsuccessful in reaching either physician.